Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, the negative pressure was lost at one percent during lasik flap creation. A new patient interface was used to continue to the procedure. Additional information received; the procedure was completed without patient harm.

Manufacturer narrative:
Additional information provided. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).